Manufacturer narrative:
Other: lock nut on the green gas dampener was loosened by the customer causing this event.

Event description:
It was reported that the green gas dampener was damaged causing the head end legs to retract slowly. It was reported the customer loosened the lock nut on the dampener. There was no reported pt involvement or adverse consequences.